Manufacturer narrative:
Customer complaint was confirmed during investigation. It was found that the device display was blank and there was an abnormal burning smell coming from the device. During investigation it was also noted the device was missing all external labelling. It was also found that the fluid shield and door asm were broken. Disassembled device, found that the power supply pwa has melted components, found the cpu cable was not correctly fitted to the driver pwa, the driver pwa was also noted to have melted components and damaged pins where the cpu cable was incorrectly fitted. Replaced driver pwa, recalibrated mechanism, replaced power supply pwa, replaced all missing labelling, replaced fluid shield asm and door asm. Re-assembled device and test. No further issues were found. Probable cause: probable cause found to be the cpu cable was not correctly fitted to the mechanism, likely causing the failure of the power supply pwa and driver pwa to fail and cause the burning smell and melted components on the pwa's parts replaced: driver pwa, power supply pwa, fluid shield asm, door asm, all external labelling.

Event description:
The event involved a shp grp,drvr,plum360,aus-nz-sa - and the customer reported a damaged lever, front and rear cover ¿ replaced. After reassembling, the display failed ¿ nothing will appear on the display and when powered, burning smell and smoke coming out of the main board area. There was no patient involvement and no patient harm.